Manufacturer narrative:
No prod will be returned for evaluation.

Event description:
The pt reported that his blood glucose was elevated to the 300 mg/dl range. The pt's normal blood glucose range is 75-125 mg/dl. The pt reported that he has not experienced any symptoms of the elevated blood glucose values. The pt stated that he was able to bolus to reduce his blood glucose values. Troubleshooting did not find any issues with the product. Upon follow up, the pt reported that he needs add'l assistance in training and requested a trainer visit. A request was submitted for additional training for this pt. No prod will be returned.